Event description:
Reporter stated that patient received the following results, with two different meters, within 1 minute: 18.9 mmol/l (mobile) and 9.0 mmol/l (aviva nano). No actions taken based on device results. No adverse event reported.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch is for the aviva nano system. Reference medwatch with (B)(6) for the mobile system. Device will not be returned.